Manufacturer narrative:
Evaluation summary: the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use".

Event description:
It was reported that they received multiple error code 5 during the procedure. When they removed the instrument to examine it, they noticed that the blade was very gunked up. They tried to clean out the jaws of the instrument but kept receiving error code 5. They replaced the instrument and were able to complete the case with no patient consequence.